Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the blade in question was used for a right femoral tronchanteric fracture case. After attaching the compression blade on the impactor, the surgeon inserted the blade and tried to lock by turning the impactor clockwise, but he felt it spun around. Checked by the image, it was found to be unlocked. The blade was removed with an extraction instrument and replaced with 85 mm compression blade. Since the replaced blade was confirmed to be locked, distal locking and insertion of an end cap were done. Then operation was completed. This report is for 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an evaluation was performed on the returned device. As per received condition the device; the investigation of the complained item shows that two edges on the cutting blade section on the front side are badly damaged. The body of both blade components shows shaving marks. The nature of these damages points to the fact that a misalignment situation during insertion led to mechanical overloading. The blade in question was analyzed for conformance to print specifications as well as the device history record was researched; no discrepancies were identified. The manufacturing and inspection records indicate no problems with the lot in question. We are not aware of any other similar complaints associated to the article and lot number in question. To prevent such situations, it is necessary to operate according to the technique guide. No product related fault was found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.